Event description:
It was reported that prior to a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was not confirmed. The components of the device were conforming. The drill was cleaned, lubricated, adjusted, and components were replaced as part of preventive maintenance. The drill was placed back into stryker stock.